Event description:
It was reported that during an unrelated back surgery on (B)(6) 2014 (unrelated to the pump, the patient had to get new screws and rods put in), the catheter broke/came apart, and the patient needed to have it replaced. The patient went back to the healthcare provider (hcp) because of this and the hcp repaired the catheter and told the patient to have the catheter checked. The patient went in five days before that, to have the dye test, and they could not get the dye in; and ¿tore the patient¿s stomach up trying to.¿ they were using fluoroscopy and still could not get the dye into the pump. The patient was redirected to their hcp. The pump system was being used to infuse clonidine and dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).